Event description:
It was reported that " during placement of the cvc in the right internal jugular vein, difficulty was encountered in advancing the guidewire through the introducer needle, making it impossible to proceed and requiring removal of both needle and guidewire. The placement was then completed with a new cvc on the opposite side of the patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).